Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure involving a radial shunt vein, a balloon rupture occurred. The target lesion was calcified and 90% stenotic. The blood vessel tortuousity was average. The physician used a 5f sheath and a 0.014" guidewire to cross the lesion without resistance. After the guidewire crossed the lesion, the physician attempted to inflate a 4mm balloon, but it ruptured at 20 atms and the lesion wasn't dilated. He subsequently attempted to inflate with an up-sized 5mm balloon, but the lesion would not dilate. Next, the physician inserted a 5f 3cm sheath and a .025" guidewire next to the balloon, and attempted to inflate the balloon using a parallel wire technique. He inflated the 5mm balloon to 23 atms three times, and "pushed and pulled the guidewire" in order to score the plaque and cut the intima of the vessel to facilitate lesion dilatation and to control the cracking of it. The balloon ruptured, so he attempted to retrieve the balloon into the sheath, but he encountered resistance. The physician continued to pull the balloon against the resistance and noticed that approximately half of the balloon and shaft (distal side) were missing. The detached section was not found outside the patient or inside the patient under fluoroscopy. The physician subsequently performed palpatory percussion in the radial area, and the patient felt discomfort. The physician cut open the area, found a piece of the balloon, and removed it. The patient was asymptomatic during this event. The procedure was successfully completed, but the physician confirmed under fluoroscopy that the lesion wasn't perfectly dilated. It was reported that after the procedure, the patient condition was "good."

Manufacturer narrative:
This product is approved ous only, but is similar to a device marketed in the us.